Event description:
It was reported that few days after implanting the lead, the lead dislodged. The lead was repositioned successfully however, during the same procedure, the lead dislodged again. The physician decided to replace the lead. No patient complications have been reported as a result of this event.